Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received radio frequency pic failed self-test alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was reported to be conducted. It was reported that the customer was advised to use a different demo pump.